Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2016-00480, 2134265-2016-00581, 2134265-2016-00877, 2134265-2016-00878. It was reported that an automatic pullback occurred. An ilab ultrasound imaging system was used in conjunction with a coronary imaging catheter and a sled. However, it was noted that the motor drive unit experienced an auto pullback issue. The mdu did not auto pullback. The sleds were replaced but the issue remains. The procedure was completed by a manual pull back. No patient complications were reported.